Manufacturer narrative:
The customer was not able to provide the lot or model number which determines the 510k number. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a pilot balloon leak. The customer reported that a smaller tube had to be used as another of the 7.5 size was unavailable.